Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that daughter was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. Customer was admitted to the hospital (B)(6) 2014. Customer was treated with injection of 10 units and released after a couple of hours. Customer was wearing the pump at time of hospitalization. Customer's mother was advised to look for a healthcare provider that she trusts with settings recommendations.